Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that the distal star tip of reline final lock screw driver broke off in set cap during final tighten. Broken piece was not able to be retrieved from patient. Patient was not harmed and we were able to complete case.